Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that customer is experiencing low blood glucose levels as well as high blood glucose levels. It was also reported that the insulin pump alarmed no delivery. Customer's blood glucose reading was between 55 and 400mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.